Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings and a bad batch of sensors. Customer's blood glucose level was 130 mg/dl and her sensor glucose reading was 114 mg/dl. Differences between sensor glucose and blood glucose readings were within an acceptable range. Customer did not have the sensor. Customer had expired sensors. Customer was advised that we cannot exchange expired sensors. Customer was also on their third sensor and had a threshold suspend alarm. Customer treated for her high blood glucose level of 496 mg/dl. Customer declined troubleshooting. Customer was advised to change the sensor out. No further assistance needed.